Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received 18 shocks for oversensing of the patient's t-wave. Of not, the patient's potassium was 5.8. There were no adverse patient effects reported. The device remains in service.